Event description:
The patient was reportedly experiencing sound quality issues and intermittencies followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.